Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
The device and the battery were not returned to physio-control for evaluation. Physio-control provided the customer with a new battery and the customer reported that this solved the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.